Event description:
In 2001 patient underwent implantation of staar model aq-2010v intraocular lens in the left eye. The lens tore upon insertion. The patient's natural cornea was damaged as a result of the surgeon trying to remove it. The lens was removed and replaced. The patient has had a corneal transplant.